Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displays a distorted image when the erbe plasma coagulator is fired, and eventually the monitor goes blank. There were no reports of patient involvement.

Manufacturer narrative:
Information added to d8 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The olympus technical assistance center (tac) advised the customer to make sure that every device is grounded properly, any other devices that are nearby, and not in use are shut off, unplugged, moved away from the cart, and argon plasma coagulation (apc). No one should not be standing right in front of the apc when in use because that can also be the cause of the interference, also advised using the slack of the scope and try standing 3-5 ft. Away when firing the apc. Olympus will continue to monitor field performance for this device.